Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the distal conductor had blood/body fluid (not obstructed), all insulators were breached cut, and the lead was damaged at implant. The stylet was bent and was noted to be damaged at implant.

Event description:
It was reported that during the implant attempt the stylet passed through the lead. The lead was not implanted. No patient complications were reported as a result of this event.